Manufacturer narrative:
The customer found fibrin in the specimen when pulled for retesting. The falsely elevated result was not reproducible when the sample was repeated. The siemens field service engineer (fse) performed the six month preventative maintenance (pm). No issues with the instrument were identified. The cause for the discordant tni-ultra result is unknown. Preanalytical factors cannot be ruled out as the root cause of the initial falsely elevated tni-ultra result. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The result was reported to the physician and questioned. The patient sample was repeated on two instrumentes and both results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.